Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The following devices were also listed in this report: tri ts femur sz5 right; cat# 5512-f-502; lot# glog. Tri ts baseplate size 4; cat# 5521-b-400; lot# hosra. Tri press-fit stem 17mm x 100mm; cat# 5565-s-017; lot# m7h34h. Triathlon femoral distal augment 5mm - size 5 right; cat# 5540-a-502; lot# gzbv. Triathlon femoral distal augment 10mm - size 5 right; cat# 5541-a-502; lot# xdoh. Tri post augment sz5 10mm; cat# 5544-a-500; lot# hhek. Tri post augment sz5 5mm; cat# 5543-a-500; lot# glgl. Tri press-fit stem 14mm x 100mm; cat# 5565-s-014; lot# m6v07al. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Postoperative diagnosis: patient had right knee replacement outside of cors scope. The patient underwent knee revision to treat the pain and dysfunction and mechanical problem on (B)(6) 2013. Then patient had infected prosthesis right knee and only the poly component was exchanged on (B)(6) 2013.